Manufacturer narrative:
Further information from the reporter regarding event, and product details has been requested. No additional information is available at this time. The events of "swelling", "induration" and "deformation" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device labeling addresses the reported event(s) as follows: precautions for use ¿ no clinical data is available regarding the efficiency and tolerance of juvéderm® volift¿ with lidocaine injections in patients having a history of, or currently suffering from, autoimmune disease or autoimmune deficiency or being under immunosuppressive therapy. The medical practitioner shall therefore decide on the indication on a case-by-case basis, according to the nature of the disease and its corresponding treatment, and shall also ensure the specific monitoring of these patients. In particular, it is recommended that these patients undergo a preliminary skin testing for hypersensitivity, and to refrain from injecting the product if the disease is active. Undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: ¿ inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. In particular, it has to be noticed that injection in the mucous membrane may cause more oedema and bruising due to the specific physiology of these tissues. Besides, a preventive anti-inflammatory treatment by a medical practitioner can be recommended. ¿ induration or nodules at the injection site.

Event description:
Healthcare professional reported patient was injected to the marionette fold and nasolabial fold with juvéderm® volift¿ with lidocaine. Approximately two weeks later patient was again injected with juvéderm® volift¿ with lidocaine. After injection patient was treated with ice. Three months later patient developed sudden swelling of the marionette fold and deformation of the lip and was prescribed prednisone. A few days later patient developed swelling and induration of the nasolabial folds and was prescribed oral antibiosis with oraycea and injected with hylase to the right side. A biopsy is planned. Symptoms are ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2017-01041 ((B)(4)). This MDR is being submitted for the first injection of juvéderm® volift¿ with lidocaine.

Manufacturer narrative:
Upon further review, the device information was corrected to reflect the information received.

Event description:
Healthcare professional reported patient was injected to the marionette fold and nasolabial fold with juvéderm® volift¿ with lidocaine. Approximately two weeks later patient was again injected with juvéderm® volift¿ with lidocaine. After injection patient was treated with ice. Three months later patient developed sudden swelling of the marionette fold and deformation of the lip and was prescribed prednisone. A few days later patient developed swelling and induration of the nasolabial folds and was prescribed oral antibiosis with oraycea and injected with hylase to the right side. A biopsy is planned. Symptoms are ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2017-01041 ((B)(4)). This MDR is being submitted for the first injection of juvéderm® volift¿ with lidocaine.